Event description:
It was reported that the bridge bolus was missed in the previous refill (B)(6) 2012 due to operator error. The bridge bolus was not done with the concentration change in medication. It was indicated reprogramming at the next pump refill. It was noted patient unaware of occurrence. It was noted there was no injury. The medication was adjusted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bridge bolus was not performed. The pump was refilled on (B)(6) 2011 and concentration was changed, but the programming was not changed. Current programming was reported as 20mg/ml of dilaudid and 9.9mg/ml of bupivacaine at 8.294mg/day flow rate 0.4147ml/day. All of the old drug had been infused. Patient had come in for the next refill when the error was noticed. The pump was then refilled with the same drug that was actually in the pump. Healthcare provider (hcp) wanted to change dosing; however the bridge bolus was not needed at this time. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8703w, lot# l43073, implanted: (B)(6) 1997, explanted: unk; programmer model 8840, serial# unk.